Event description:
It was reported that the device would not cross the lesion site and the stent came off of the balloon. It is not known where the stent dislodgement occurred; however, as the device was in the patients anatomy, it will be assumed at this time that it remains in the patient. No adverse sequela was reported. No clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event reported on the initial medwatch was an estimation. The mini vision stent delivery system (sds) was not returned for analysis which may have aided in the investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomical information was not reported with the case information which may have aided in the investigation and determination of cause. It is possible an interaction with the lesion/anatomy during the attempt to cross may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the lesion during retraction would have then led to the stent dislodgement. It is unknown when the stent dislodgement occurred; therefore, it is assumed the stent remains in the patient anatomy. Several attempts were made to obtain clarification from the account however no further information was available. A review of the lot history manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement for this lot. There is no lot specific product quality deficiency. All stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.